Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the issue if the whole screen turns completely black and the display contents are not able to be viewed was confirmed by an operational check. It was confirmed that no error indicating a device failure was recorded in the error log, it has been determined that the issue was caused by lcd failure. The lcd was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the issue if the whole screen turns completely black and the display contents are not able to be viewed was confirmed by an operational check. It was confirmed that no error indicating a device failure was recorded in the error log, it has been determined that the issue was caused by lcd failure. The lcd was replaced to address the issue. The lcd screen was sent to the manufacturer's product quality investigation laboratory for evaluation. After evaluation, it was determined that the lcd operated as designed.